Event description:
Patient reported left side intracapsular rupture and capsular contracture, baker grade IV, diagnosed via ultrasound. Patient stated "breast is painful and hardened." The device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported left side leaking implant with silicone bleeding.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b.5., b6, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side intracapsular rupture and capsular contracture, baker grade IV, diagnosed via ultraound. Patient stated "breast is painful and hardened". The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to observe as it is not related to the manufacturing process. Rupture: not observed. Capsular contracture: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, voids and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side intracapsular rupture and capsular contracture, baker grade IV, diagnosed via ultrasound. Patient stated "breast is painful and hardened". Patient reported left side leaking implant with silicone bleeding. The device has been explanted.

Event description:
Patient reported left side intracapsular rupture and capsular contracture, baker grade IV, diagnosed via ultrasound. Patient stated "breast is painful and hardened". The device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5, d.6b, h.6.